Event description:
Healthcare professional reported left side "rupture, pain, and capsular contracture baker grade iii." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side"rupture, pain, capsular contracture baker grade iii." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). And fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported left side"rupture, pain, capsular contracture baker grade iii." Device has been explanted and replaced with non-allergan device.